Manufacturer narrative:
Dry eye is the most common complication of lasik and other refractive laser surgeries. Root cause could not be determined conclusively, however, occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4).

Event description:
An optometrist reported a patient presented with increased dryness and photophobia in both eyes two months post lasik. The patient was prescribed a topical nonsteroidal anti-inflammatory and lifitegrast ophthalmic solution. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.